Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the operation test failed. There was reportedly no patient involvement. The fse evaluated the device on site. After the diagnosis was carried out, it is determined that the equipment cannot be repaired as spare parts are not available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heart start xl+ device and all associated service/support was discontinued on 12-dec-2022. The equipment is currently stored in the philips work room awaiting instructions on how to proceed. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted. Device experienced an undefined defibrillation issue, or issues with: shocking, charge up (for shocking), or syncing. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.